Event description:
The customer reported approximately 2 cups of diluent leaking underneath of the coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse was informed by the customer that the operator had replaced the tubing at pinch valve pv27 to repair the leak issue, however the 'flow cell clogs' errors were generated on every sample. The fse confirmed that the instrument was performing without any leaks but was generating 'flow cell clog' errors. The fse replaced the actuator for pv27 and the instrument ran without any errors. The fse also replaced the differential (diff) sample tubing and the differential (diff) mix chamber as incidental service. The instrument was verified and the instrument was returned to normal operation. (B)(4).